Event description:
A peritoneal dialysis pt reported being in the hospital for pneumonia. No add'l info has been provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. The as received treatment was performed without any failure; however, the results were out of specifications. Troubleshooting the cycler found that the load cell reading was showing 874.3g. Adjusted and calibrated the load cell beam and performed the second treatment. The valve actuation and system air leak tests passed. The load cell verification was within tolerance. The second as received treatment was performed without any failure, after adjusting the load cell beam. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.